Event description:
The reporter stated that a biopatch was placed under a huber needle when an implanted port was accessed. Within 12 hours the patient experienced a large extravasation 8-10 inches in diameter. The port was surgically removed on (B)(6), 2009. Integra has requested additional clinical information.